Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 01/14/2017. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the coated tip fell into the patient's breast during a breast reduction procedure. The tip was retrieved without any injury to the patient. A conmed bovie ID#60-2450-120 s/n (B)(4) was in use with, settings of 45cut/45coag. The tip was replaced with a conmed #139104ext to complete the procedure.